Event description:
During baxter's evaluation, a spectrum pump alarmed for system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed and reproduced the symptom "'system error 105' alarms", determined to be caused by a failed motor flex. The failed motor assembly was replaced.